Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the last time they went to see their healthcare provider, they were told that they needed a new implant battery and that two of the leads were displaced. Patient stated they thought the battery was dead and needed to be replaced. Agent asked for event date and patient stated it was in early (B)(6) and they couldn't get an appointment with their managing healthcare provider, so they saw the healthcare provider's assistant, who did an x-ray of their implant, and told the patient that the leads had been displaced. The circumstances that led to the event are unknown. The patient was redirected to their healthcare provider to further address the issue. Patient reported that they are having a heart ablation surgery tomorrow morning, and the physicians office have asked the patient to have the stimulator turned off for the procedure. During the call, agent walked patient through accessing MRI mode. Patient was able to successfully enter MRI mode and confirmed that therapy was off. Agent explained this is a way to ensure stimulation is off, however, the healthcare provider at the procedure will need to call stim tech for additional safety information. Agent provided stim tech line to the patient and reviewed compatibility for ablation.

Manufacturer narrative:
Continuation of d10: product ID: 977a260. Serial# (B)(6). Implanted: (B)(6) 2023, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 14-nov-2027, UDI#:(B)(4); product ID: 977a260, serial/lot #:(B)(6), ubd: 14-nov-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.